Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that customer had high blood glucose of 463 mg/dl. It was reported that when infusion set was changed it was found that cannula was bent. Caller reported that a no delivery alarm was not received. During troubleshooting, insulin pump failed high pressure test the first time and passed second high pressure test. Customer was advised to monitor insulin pump.